Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to oversensed noise from contact with the left bundle branch (lbb) lead. The patient's extreme tricuspid valve regurgitation required multiple fixation attempts. At one point, tissue became entrapped in the helix mechanism and required more than 30 turns to get the helix to retract. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h6: device code a0203/defective device was removed.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to oversensed noise from contact with the left bundle branch (lbb) lead. The patient's extreme tricuspid valve regurgitation required multiple fixation attempts. At one point, tissue became entrapped in the helix mechanism and required more than 30 turns to get the helix to retract. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Correction to h6: device code a0203/defective device was removed.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to oversensed noise from contact with the left bundle branch (lbb) lead. The patient's extreme tricuspid valve regurgitation required multiple fixation attempts. At one point, tissue became entrapped in the helix mechanism and required more than 30 turns to get the helix to retract. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.